Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse noted during troubleshooting that aspirate probe two (2) was not evacuating liquid from the reaction vessel properly. The fse repositioned the aspirate probe peristaltic pump tubing and noted that the evacuation of liquid from aspirate probe two (2) was within specification. The fse validated the repair with a passing system check and qc was within specifications. The tubing was replaced (B)(4) 2015 and the instrument was validated again by a passing system check and qc was within specifications. In conclusion, the aspirate probe pump tubing is the cause of this event as excess fluid left in the reaction vessel may contain unbound analyte which could lead to non-reproducible results. (B)(4).

Event description:
The customer reported obtaining failing quality control (qc) for several assays on laboratory's dxi 800 access immunoassay system (serial number (B)(4)). There was no report of patient involvement associated with this event on initial contact date of (B)(6) 2015. Additional information including patient reports had been amended in connection to the event was obtained from the customer on (B)(4) 2015. The customer reanalyzed patient samples run prior to qc failures on an alternate dxi access immunoassay system (serial number unknown) and obtained different results for several assays-see attached patient data table. There was a report of no change to patient treatment in connection to the event. The customer ran a system check routine which failed to meet specifications. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.